Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was not sure what led to the pain, she may have bumped it. The pain started and increased overtime. The patient saw her doctor and had an x-ray. A surgery was scheduled; there was stimulation in the wrong place. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va034j4, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing pain where the implant was located since (B)(6) 2014. The patient fell and bumped the area of implant in (B)(6) 2015. The patient was having urgency and used the patient programmer to adjust, but still had urgency. The patient had not discussed the situation with their health care provider (hcp). The patient synced the programmer with the implantable neurostimulator (ins) and it was set on program 4 at 2.6v and therapy was on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.